Event description:
Baxter affiliate reported 1 incident of "solution started to leak at the connection with the titanium adapter" on the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.